Event description:
A patient underwent a ureteroscopy stone extraction on (B)(6) 2014. The basket broke off inside of the patient after the stone was captured. The basket with stone inside was successfully retrieved without harm to the patient, with a biopsy forcep. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.